Manufacturer narrative:
Unit received with button error alarm and intermittent button response due to flattened dome switch on the up arrow button. Unit also received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was performed. The device was returned for analysis.